Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 311 mg/dl there was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issue.